Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to replace the air flow assembly. The customer reported they were using the incorrect test set-up during testing. There were no issues with the air flow accuracy and the customer requested that onsite support be cancelled.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement. Event date not specified; estimate used.